Event description:
I had an essure procedure (B)(6) 2005. Since that time I have had side effects that I did not know what to attribute them to, until I began reading about other women and their side effects with this procedure. The side effects have gotten worse in the last few years. Side effects that pelvic pain around ovulation; stomach bloating; trouble losing weight; back pain; migraines; vertigo; lack of energy; heavy periods with cramping and clotting; diagnosed with unspecified anemia after I had the essure procedure, I experienced bad pelvic pain right away. After having two hysterosalpingography 3 and 6 months post procedure, I had my medical procedure and that it was not successful in preventing a pregnancy because I have only one fallopian tube. This was after I had the procedure done.